Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately treated with anti-tachycardia pacing (atp) and shocked by the implantable cardi overter defibrillator (ICD) for detecting an atrial tachycardia (at)/atrial fibrillation (af) arrhythmia with rapid ventricular response (rvr) as a ventricular episode. The device remains in use. No further patient complications have been reported as a result of this event.